Event description:
During clinic follow up, high capture threshold due to dislodgement was noted on the left ventricular lead. The lead was explanted and replaced to resolve the issue and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing and mechanical testing did not find any anomalies. Visual inspection did not find any anomalies with the exception of damage consistent with procedural damage. The reported event of unacceptable threshold and lead dislodgement was not confirmed.